Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a blood spill in the orthopat machine post procedure. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report a blood spill in the orthopat machine post procedure. No donor or operator injury was reported. Upon evaluation of the device, the reported complaint was confirmed. Components which require replacement due to fluid ingress include the top deck distribution board, the printed control board, internal drain tube and the header arm bottom. Other parts were replaced not due to the blood spill. The machine is now ready for use. (B)(4).